Manufacturer narrative:
(B)(4). The customer reported the unit would not power up. There was no patient involvement. The unit was evaluated on site by a philips field service engineer. The ac power supply was replaced to resolve the reported issue.

Event description:
The customer reported the unit would not power up. There was no patient involvement.